Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported low sensor readings, and self-treated (unspecified). The customer developed symptom of dehydration and had contact with a healthcare provider, where a healthcare meter result of 22.5 mmol/l was obtained in comparison to a sensor reading of 'lo' (< 2.2 mmol/l). The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia, and stated they received glucose fluids. However, this treatment would not be consistent with the reported healthcare meter result and diagnosis. There was no report of death or permanent injury associated with this event.